Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the teflon sheath was inserted via the patient's right groin region. While inserting iab , the iab became stuck due to serious calcification. As a result , the md removed the iab and sheath as one unit. After the removal of the first iab the md requested a second iab. The second sheath was inserted into the patient's left groin region and the second iab was inserted successfully. There was no reported patient death, injury or complications. There was no delay / interruption reported. Medical / surgical intervention was not required. The patient outcome is listed as good. The patient has an infection and as a result , the iab will not be returned for an evaluation.

Manufacturer narrative:
(B)(4). Additional information: evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of insertion difficulty is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the teflon sheath was inserted via the patient's right groin region. While inserting iab , the iab became stuck due to serious calcification. As a result , the md removed the iab and sheath as one unit. After the removal of the first iab the md requested a second iab. The second sheath was inserted into the patient's left groin region and the second iab was inserted successfully. There was no reported patient death, injury or complications. There was no delay / interruption reported. Medical / surgical intervention was not required. The patient outcome is listed as good. The patient has an infection and as a result , the iab will not be returned for an evaluation.